Manufacturer narrative:
Evaluation summary: the returned screw appeared being faultless - it was classified as concomitant item. Device was not returned.

Event description:
On (B)(6) 2011, t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013, the distal screws of both side were extracted because the patient complained of pain.

Event description:
On (B)(6) 2011, t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013, the distal screws of both side were extracted because the patient complained of pain.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.